Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) via a manufacturer¿s representative (rep). The rep reported that after an impedance test was done, electrodes 10 and 12 were shown as non-functioning. The rep reported that the patient reported a change in stimulation. The rep met with the patient and did an impedance test and confirmed two electrodes were not functional. The rep programmed around the bad electrodes and the patient was doing well. The issue was resolved. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Manufacturer representative reported the patient experienced uncomfortable stimulation. It was reported that the bad electrodes were being used with the old program settings and seemed to have caused the uncomfortable stimulation. After programming around the bad electrodes the uncomfortable stimulation was resolved. No further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.